Event description:
The customer called to report a button error alarm. The customer stated she had not held down any button for three minutes or more. The customer also stated that she hasn't seen her health care professional in a long time. The customer stated that she has no back up plan, and she has been going to the emergency room to get treated with manual injections anytime she has had issues with the insulin pump. Advised the customer that the insulin pump would be replaced due to the alarm. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.